Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced repeated dysuria on (B)(6) 2022 while using a ureteral stent for stent drainage. It was mentioned that the drainage was smooth. Patient returned to the hospital for re-hospitalization on (B)(6) 2022 and during removal of the tube on (B)(6) 2022 , it was obvious that there were stones attached to the surface of the ureteral stent which made it difficult to remove the ureteral stent. It was then stated that under general anesthesia, the stones covering the surface of the stent were carefully crushed with holmium laser and then completely removed. The patient¿s symptoms improved significantly after the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced repeated dysuria on (B)(6) 2022 while using a ureteral stent for stent drainage. It was mentioned that the drainage was smooth. Patient returned to the hospital for re-hospitalization on (B)(6) 2022 and during removal of the tube on 22mar22, it was obvious that there were stones attached to the surface of the ureteral stent which made it difficult to remove the ureteral stent. It was then stated that under general anesthesia, the stones covering the surface of the stent were carefully crushed with holmium laser and then completely removed. The patient¿s symptoms improved significantly after the catheter was removed.